Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.